Event description:
A surgeon mentioned to a depuy mitek marketing employee that he performed revision surgery approximately one year ago to remove a milagro screw. No other information was provided.

Manufacturer narrative:
The product is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physician evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. No other information is to be provided at this time. As such, we cannot determine what may have caused the user to experience the reported incident. At this point in time, based on the vagary of the complaint and the absence of the complaint product and its' details, no further action is warranted. If however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints.